Event description:
A 70-year-old female patient received impella cp support for acs-related cardiogenic shock. The complaint describes peripheral bleeding at the access site after transferring the patient from the cath lab table to the bed. Pressure was applied by the cath lab technician, vasopressors were titrated by the circulating nurse to keep map below 90, and the physician was notified and present at the bedside. The dressing was changed, and hemostasis was achieved using proper angle-matching technique. This case illustrates how adherence to best practices¿particularly angle matching¿can effectively control peripheral access-site bleeding. The patient survived the episode of cardiogenic shock with the support of the impella device.

Manufacturer narrative:
The cause of the access site bleeding was most likely use-related. The first episode occurred during patient transfer and resolved with angle matching and blood pressure management. The second episode occurred during hypertension after levo was given and was controlled with manual pressure and medication. The pump passed all the post sterile inspection checks.